Event description:
It was reported to philips that the device gave an error stating ¿x-ray is not possible, please contact service¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. The review of system log file showed x-ray generator errors. Upon functional testing, the fse found that the tube error was stopping procedure during clinical applications. To resolve this issue, the philips engineer replaced power inverter evr (point evr) certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.